Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the hospital the patient developed a bacterial driveline infection. The patient was treated with drug therapy. The causal relationship of the event to the device was obvious as the pseudomonas infection occurred on the driveline insertion site.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2021-00725. The investigation findings will be reported under MFR # 2916596-2021-00725.

Event description:
It was reported that while in the hospital the patient developed a bacterial driveline infection. The patient was treated with drug therapy. The causal relationship of the event to the device was obvious as the pseudomonas infection occurred on the driveline insertion site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.